Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event was reported. The patient stated the receiver did not alert them of a low and they started to have a seizure. They indicated that while they were having a seizure, they heard the receiver. The paramedics were called when they arrived, they stated the receiver was displaying 47 mg/dl. The paramedics checked the patient¿s vital signs, performed a electrocardiogram (EKG), checked the patient¿s oxygen and performed several finger stick readings. The patient was given food and the paramedics waited until the patient¿s blood sugar was in normal range. Additionally, the patient stated that after having a seizure, the receiver had been working normally. At the time of contact, the patient was doing good. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed; the test passed. A try it test was performed, and the test passed. The receiver was tested on the global receiver communication tool and the test passed. The receiver case was opened for further evaluation. An interior inspection was performed, and the inspection passed. The resistance of the speaker was measured, and the resistance was within specification. Confirmation of the allegation could not be determined. A probable cause could not be determined.